Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/23/2024, that on 09/23/2024, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. The patient experienced a skin reaction with itching, scar, and a blueish purple pigmentation under entire patch area, which occurred an unspecified day after the sensor had been inserted in the arm. The patient reported that with every sensor since she first started using the dexcom 2 years ago it was itchy the second it was inserted and once she takes it off it leaves a blueish purple pigment. She reported, "it takes years to fade, but the marks are still there" and described them as scars. The scar was present more than 3 months after the skin reaction occurred as the patient is describing it for 2 years. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.